Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause for the balloon burst is unknown; however, the balloon burst may be related to patient factors (severely calcified annulus). In addition, the cause for the withdrawal difficulties is most-likely due to procedural factors (excessive force when removing the balloon). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, during valve deployment with a 26mm s3 ultra valve, the balloon burst prior to the end of valve deployment. The valve was implanted in good position. Withdrawal of the delivery system into the sheath was attempted but only occurred by a ¿small margin¿ at the proximal end. A decision was made to remove the entire sheath with the delivery system from the anatomy. There was "considerable force¿ used to remove the system. A stiff wire was placed through the sheath lumen adjacent to the delivery system to provide support of the delivery system and sheath removal. The sheath and ds were able to be removed as result of this technique. The vessel was a closed and an assessment by the team confirmed patient is doing well with no required vascular intervention. The device was discarded. Of last communication, the patient was stable and was discharged. The patient¿s vessel was moderately calcified and moderately tortuous. The annulus was severely calcified.

Manufacturer narrative:
Additional information:: the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.